Event description:
Philips received a complaint by the customer on the v60 indicating that the device does not trigger on when placed on patient. The touchscreen buttons do not work properly. The customer stated, "you have to touch above the start button to get it to work." The customer attempted to calibrate touchscreen over 5 times after cleaning edges of screen but was unsuccessful, so the customer will order a new touchscreen. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received on 05nov2024, it was confirmed that the device was swapped out with a different device with no harm to the patient or user. It was also confirmed that the touchscreen was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.